Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's incision site is very red. Further information was received that the physician prescribed the patient antibiotics. The patient also reports pain under the skin. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.